Manufacturer narrative:
Visual inspection of the driver revealed the secondary motor's cam follower was out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed two '2d' fault alarm codes. This alarm is produced as a result of the operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the reported alarm and it was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, other rough handling or a valsalva movement. The driver passed all sections of functional testing. Additionally, the driver underwent an extended observation run with no issues or alarms observed. Since there was evidence of secondary motor engagement, the primary motor was disabled and functional testing was also performed on the secondary motor. The driver annunciated an alarm while on its secondary system per its design and functioned as intended. In an attempt to reproduce the customer-reported event, valsalva maneuver tests were performed at normotensive and hypovolemic conditions and the driver functioned as intended. No permanent alarms were produced during these tests. The root cause of the customer-reported alarm could not be determined. The driver functioned as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5430 follow-up report 1

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that while supporting the patient, the freedom driver exhibited a fault alarm after the patient sneezed four times. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.